Event description:
The consumer alleges the concentrator tubing caught on fire near the concentrator while the consumer was sleeping. No injury is alleged.

Manufacturer narrative:
No injury reported. The consumer alleges the concentrator tubing caught on fire near the concentrator. Information suggests an external source as the tubing is external and leads to the patient. Product has not been returned at this time. MDR filed as a conservative measure.

Manufacturer narrative:
The concentrator was received and inspected. The front external side of the cabinet had visible black marks from the cannula. The cannula was visibly black as well. The inside of the unit was dirty with no indication of fire or heat damage. The unit smelled of a heavy tobacco smell. The concentrator was powered on and functionally ran for 1 hour. The device performed to specification with no smoke or fire observed. The damage to the unit was caused from an external source and not the concentrator. Manufacturer views this incident as abuse. No malfunction apparent.

Event description:
The consumer alleges the concentrator tubing caught on fire near the concentrator while the consumer was sleeping. No injury is alleged.